Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient presented in the emergency room with inappropriate shock due to atrial fibrillation with rapid ventricular response (rvr). Patient also received a shock due to arrhythmia. Upon interrogation rvr was detected in the vf zone. Programming changes were made. The patient was stable.